Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 77 to approximately 180 mg/dl. After the most recent occlusion, the customer changed the pump supplies and resumed insulin delivery. Due to receiving a partial bolus without consuming food and having to change the supplies, the customer's blood glucose dropped to 77 mg/dl. Since the last supply change the customer has not received another occlusion.